Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at the cement/implant interface. Depuy cement was used.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were provided. No additional information was obtained. The x-ray images appear to be photographs of the original x-ray and have poor image quality. The provided x-ray images do not show indications of tibial loosening. A complaint database search finds no additional reports against the provided product and lot combination. The reported complaint of tibial loosening cannot be confirmed with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.